Event description:
It was reported that subject device had bad image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty charge-coupled device unit, and the device failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a bad image was due to a faulty charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.